Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted for birth control. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device'), premature delivery ('premature delivery/ pre-term labor'), pregnancy with contraceptive device ('pregnancy (with complications)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. A22177, a36511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included morbid obesity, gravida ii, parity 4, anemia, smear cervix abnormal, vomiting, nausea and preterm labor. Concurrent conditions included urinary tract infection and bladder infection. On (B)(6)2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), premature delivery (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems orchanges") and abdominal pain ("abdomen pain"), was found to have a high risk pregnancy ("plaintiffs pregnanacy after essure insertion was high risk") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, premature delivery, pregnancy with contraceptive device, genital haemorrhage, high risk pregnancy, migraine, headache, bladder disorder, urinary tract disorder, weight increased and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, bladder disorder, device dislocation, genital haemorrhage, headache, high risk pregnancy, migraine, pregnancy with contraceptive device, premature delivery, urinary tract disorder and weight increased to be related to essure. The reporter commented: discrepancy noted (B)(6) 2015 , (B)(6) 2015, (B)(6) 2015 on deployment, there were 4 coils protruding from the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2014: essure dislocation. Pregnancy test urine - on (B)(6) 2013: positive. Ultrasound scan - on (B)(6) 2013: single live intrauterine pregnancy corresponding to a gestational age of 9 weeks and 3 days by crown-rump length measurement. Appreciable embryonic cardiac activity identified 178 beats per minute. Subchorionic hemorrhage. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pregnancy with essure,essure dislocation most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporters information updated. Lot number was added. Event: medical device removal was updated to abnormal bleeding (general), pregnancy (with complications), bladder or urinary problems or changes, migraines, headaches, migration of essure device location of device:, abdomen pain, weight gain, pre-term labor/ premature delivery, high risk pregnancy, device ineffective, plaintiff did not undergo essure confirmation test were added. Medical history, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device'), premature delivery ('premature delivery/ pre-term labor'), pregnancy with contraceptive device ('pregnancy (with complications)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. A22177, a36511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included obesity, multigravida, parity 4, anemia, smear cervix abnormal, vomiting, nausea and preterm labor. Concurrent conditions included urinary tract infection and bladder infection. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), premature delivery (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems orchanges") and abdominal pain ("abdomen pain"), was found to have a high risk pregnancy ("plaintiffs pregnanacy after essure insertion was high risk") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, premature delivery, pregnancy with contraceptive device, genital haemorrhage, high risk pregnancy, migraine, headache, bladder disorder, urinary tract disorder, weight increased and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, bladder disorder, device dislocation, genital haemorrhage, headache, high risk pregnancy, migraine, pregnancy with contraceptive device, premature delivery, urinary tract disorder and weight increased to be related to essure. The reporter commented: discrepancy noted: (B)(6) 2015 , (B)(6) 2015, (B)(6) 2015 on deployment, there were 4 coils protruding from the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2014: essure dislocation. Pregnancy test urine - on (B)(6) 2013: positive. Ultrasound scan - on (B)(6) 2013: single live intrauterine pregnancy corresponding to a gestational age of 9 weeks and 3 days by crown-rump length measurement. Appreciable embryonic cardiac activity identified 178 beats per minute. Subchorionic hemorrhage. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pregnancy with essure,essure dislocation. Lot number: a22177 manufacture date: 2012-06 expiration date: 2015-06. Lot number: a36511 manufacture date: 2012-08 expiration date: 2015-08-31. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device, malposition of essure device :- location of device one of the two essure was in near the bladder, failure to occlude close fallopian tube'), premature delivery ('premature delivery/ pre-term labor'), pregnancy with contraceptive device ('pregnancy (with complications)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. A22177, a36511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included obesity, multigravida, parity 5 (dates of live births: (B)(6) 2008, (B)(6) 2010, (B)(6) 2011, (B)(6) 2012, (B)(6) 2014), anemia, smear cervix abnormal, vomiting, nausea and preterm labor. Concurrent conditions included urinary tract infection and bladder infection. Concomitant products included topiramate (topamax) for migraine and headache as well as medroxyprogesterone acetate (depo provera) (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), premature delivery (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain") and pelvic pain ("pain"), was found to have a high risk pregnancy ("plaintiffs pregnancy after essure insertion was high risk") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, bladder disorder, urinary tract disorder, vaginal haemorrhage and menorrhagia was resolving and the premature delivery, pregnancy with contraceptive device, genital haemorrhage, high risk pregnancy, migraine, headache, weight increased, abdominal pain, dysmenorrhoea and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, genital haemorrhage, headache, high risk pregnancy, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, premature delivery, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: (B)(6) 2015 , (B)(6) 2015, (B)(6) 2015. On deployment, there were 4 coils protruding from the ostium. Current weight: 246lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2014: essure dislocation. Pregnancy test urine - on (B)(6) 2013: positive. Ultrasound scan - on (B)(6) 2013: single live intrauterine pregnancy corresponding to a gestational age of 9 weeks and 3 days by crown-rump length measurement. Appreciable embryonic cardiac activity identified 178 beats per minute. Subchorionic hemorrhage. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pregnancy with essure,essure dislocation lot number: a22177 manufacture date: 2012-06, expiration date: 2015-06. Lot number: a36511 manufacture date: 2012-08, expiration date: 2015-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: pfs received reporter information was added. New event added pelvic pain, vaginal bleeding menorrhagia, dysmenorrhea. Event outcome added. Concomitant drugs and treatment drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.